Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s capture threshold increased and loss of capture (loc) on the right ventricular (rv) channel. Additionally, there was potentially oversensing of a signal on left ventricular (lv) channel after every noncapture on the rv channel. There was pacing inhibition as a result. The lv lead is a non-boston scientific product. The patient went to the emergency room (ER) for syncope on the day of event and left the hospital on the date of the call. It was noted that the patient will be seen by their electrophysiologist the following month. Technical services (ts) suggested reprogramming and further evaluation of the lv oversensing. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s capture threshold increased and loss of capture (loc) on the right ventricular (rv) channel. Additionally, there was potentially oversensing of a signal on left ventricular (lv) channel after every noncapture on the rv channel. There was pacing inhibition as a result. The lv lead is a non-boston scientific product. The patient went to the emergency room (ER) for syncope on the day of event and left the hospital on the date of the call. It was noted that the patient will be seen by their electrophysiologist the following month. Technical services (ts) suggested reprogramming and further evaluation of the lv oversensing. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s capture threshold increased and loss of capture (loc) on the right ventricular (rv) channel. Additionally, there was potentially oversensing of a signal on left ventricular (lv) channel after every noncapture on the rv channel. There was pacing inhibition as a result. The lv lead is a non-boston scientific product. The patient went to the emergency room (ER) for syncope on the day of event and left the hospital on the date of the call. It was noted that the patient will be seen by their electrophysiologist the following month. Technical services (ts) suggested reprogramming and further evaluation of the lv oversensing. The device remains in use. No additional adverse patient effects were reported.